Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, preventing screen wake and unlock, and the user transitioned to backup therapy after being unable to announce a meal; the user also reported fluctuating glucose and a prior low of 40 mg/dl lasting 10 to 20 minutes without medical intervention or ketone testing. Symptoms included hypoglycemia. Outcomes included temporary interruption of intended device use and user frustration. Investigation included remote troubleshooting steps to wake and unlock the device and arrange a device replacement. Investigation of the returned device revealed no hardware failure of the sleep/wake button that resulted in the inability to operate the user interface, with no device alarms reported.